Event description:
It was reported that the patient's left ventricular (lv) lead had failed to capture. Fluoroscopy performed confirmed that the lead had dislodged. The lead was explanted and replaced. The patient was stable throughout the procedure.